Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 623 mg/dl. It was inquired if a trainer could check the customer's insulin pump to see if there was an issue with the insulin or the insulin pump. Advised that troubleshooting could be done. It was stated that the customer would call back in order to troubleshoot the high blood glucose levels. Nothing further reported.